Manufacturer narrative:
Intuvie received an infusion pump, and during testing the device failed the ground resistance test, measuring 0.133 ohms, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. The probable cause remains undetermined, and the investigation is ongoing. Reference to complaint#: (B)(4).

Event description:
Intuvie received an infusion pump, and during testing the device failed the ground resistance test, measuring 0.133 ohms, which exceeds the acceptance criterion of < 0.1 ohm. No patient involvement was reported.